Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a perforation in the moderately calcified, heavily tortuous, 90% stenosed left anterior descending coronary artery. After pre-dilatation with an unspecified balloon, a perforation was noted. A 3.5x19mm graftmaster covered stent delivery system failed to cross due to the anatomy, and the shaft became kinked. After removal, a 3x20mm non-abbott stent and unspecified balloon were used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.